Event description:
The hearing aid user came to the hearing aid dispenser's (h/a dispenser) office for a regular hearing check-up. The h/a specialist noticed that the wax guard on the hearing aid was missing. He found that it was in the user's ear canal. He was able to remove it without incident. The specialist confirmed that it was a sentry ii wax guard that he removed. The aid was made for a sentry I wax guard. These wax guards are not interchangeable.